Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted a usacquisitionhw_35 error when it was connected to the ultrasound system. This occurred when the patient was being prepped for open heart surgery and the probe was still not in the patient but it was initializing. The user used a v5m transducer to complete the surgery. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that there was not a visible damage but some contaminants on articulation sleeve. The system error 35 was reproduced. The interconnectivity test failed but the factory leakage test passed at full level. Destructive analysis found that thermistor ~ gnd net electrical was short before articulation sleeve opened. But when the sleeve was opened, the thermistor ~ gnd net electrical short disappeared but opened. There was no cable open, and no gf#7 open. It was still electrical open when probing df#7 thermistor trace. It is possible that there was an electrical open between distal flex #7 thermistor trace and thermistor. It was found some corrosion on df#7 vnh trace but it is not related to thermistor problem. Thus, the possible root cause was determined as distal flex electrical open because of insufficient flex reliability which is related to design. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.